Manufacturer narrative:
Device was received with prime/fill anomaly due to moisture damage to electronic assembly. Unable to perform all functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device powered up properly after battery installation.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not working fine. Customer currently doing the priming process and was caught in a loop. Customer was not able to exit the load reservoir process or preparing to prime loop. Customer was not received complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.